Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following field(s): d10, g4, g7, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed there were two defective harmonic ace instruments involved with this case. The harmonic ace instrument was inspected prior to use. The instrument was noted as damaged immediately after it was "triggered". All fragment(s) were retrieved during the same procedure. No surgical procedures were required to remove the fragment(s). No post-operative tests were performed to check for remaining fragments. The surgeon did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. The site is unable to release patient demographic information. Tests and laboratory data for this incident were requested, but the site cannot not disclose medical record information. 61 - isi received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.244¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d4, g4, g7, h2, and h10. Corrected information can be found in field: d4 field d4 was updated from "m90200331" to "m90200331 0110" based on additional information that isi received upon product return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Site history review: a review of the site's complaint history identified one related record that was opened to capture the first defective harmonic ace instrument during the same procedure. Refer to the report with patient identifier (B)(6) for the first product. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the system log for the (B)(4) was performed on the reported event date of (B)(6) 2020. One case was logged where the customer used three harmonic ace instruments; however, as the sequence # of the instrument, the reported instrument cannot be verified at this time. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the blade from the harmonic ace instrument broke with no contact with other instruments. The fragment was retrieved during the operation. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided. This report is for the second defective harmonic ace instrument.